Manufacturer narrative:
(B)(4) - device catheter shaft separation. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the microdelivery catheter proximal outer shaft was separated after stretching under the strain relief but the inner braid was still intact. The stabilizer was bent on its proximal shaft and was protruding through the microdelivery catheter distal end. The stabilizer was jammed in the microdelivery catheter and could not be removed. The stent was not returned. No other anomalies were noted. The guidewire returned with the products had no anomalies. The damages found on the microdelivery catheter and the stabilizer is indicative of a high friction encountered during use of the system due to an excessive tortuousity of the patient anatomy. The high friction may have led the physician to apply excessive force in an effort to deploy the stent. This tensile force can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as kinking and possibly breakage. As tortuous anatomy and friction are considered to be procedural factors, therefore; a root cause of operational context has been assigned to the event.

Event description:
Analysis of the returned device found that the microdelivery catheter proximal shaft was separated. There was no reported clinical consequence to the patient.